Manufacturer narrative:
The DHR review confirmed the ilet met all manufacturing specifications prior to release. The log review showed the ilet was performing to specification including alerting the patient of high glucose. The log also showed that an "out of drug" alert was triggered at 9:38 on (B)(6) 2025 am and resolved at 11:06 am when the patient performed a cartridge change. During this time, their bgs were increasing. The patient also reported a bent cannula. The out of drug condition and the bent cannula both contributed to this event. Should additional, relevant information become available, a supplemental report will be submitted.

Event description:
On (B)(6) 2025, a patient reported experiencing hyperglycemia on (B)(6) 2025 with a bg of 474 mg/dl and dka. The patient reported being lethargic. The patient's spouse drove the patient to the ER where they were treated with IV insulin, which brought their bgs down into range. The patient reported the infusion set had a bent cannula. The patient was discharged from the ER on the same day and reconnected to the ilet.